Event description:
Customer reported via phone call the customer experienced a low blood glucose. Customer¿s blood glucose level at the time of incident was 48 mg/dl. The customer alleged the insulin pump was over delivering insulin. Customer treated low blood glucose with (B)(6) biscuits, peanut, butter milk and glucose tablet. Customer¿s current blood glucose level was 59 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose incident. It was unknown the auto mode feature was activated or not at the time of incident. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.